Event description:
A consumer reported that, following an intraocular lens (iol) implantation procedure, the patient was initially happy with the lenses. She could read very small print. She had a history of astigmatism and saw long vertical lines in her vision while driving at night. Sometimes she could see 20 radiating lines and glare in her vision. She had always had trouble with night vision and avoided driving at night. She had poor contrast vision and could not tell where something was if it was black, gray, or white. She also had trouble with grass and could not distinguish between grass and the road. The surgeon told her during a follow-up that her ¿cataracts were back and would need to be zapped.¿ she underwent a yttrium-aluminum-garnet (yag) laser capsulotomy ou, but it did not improve her vision. There are two medical device reports associated with this patient. This is 1 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction in section h.6., FDA patient code e0802 has been removed and replaced with e0849. Additional information provided in h.3., and h.11. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The lenses were implanted in 2009 and 2010. The patient has no issue reading small print. The reporter indicated they had a history of astigmatism and has poor contract. The patient was advised to discuss their concerns with their healthcare professional (hcp). The reporter has not provided the specific lens information. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.